Event description:
It was reported that balloon rupture occurred. A symmetry 40 balloon catheter was advanced for dilation. During the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.